Manufacturer narrative:
(B)(4). This has been an ongoing issue in general, no exact dates or serial numbers. Per follow-up with the ccp: the ccp stated she does not feel that there is an issue for reporting, she just had a question about the last software upgrade and it's parameters on the bpm units. The ccp knew there was an upgrade but had not received any detailed information about it but noticed some changes. Everything is working fine.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, per the user, we use the blood parameter monitor (bpm) on our pediatric/neonatal patients to monitor trends in gases and electrolytes and have noticed something different when we do an in-vivo calibration of the device. It will not allow us to tab in a hemoglobin (hgb) level above 12.6, a hematocrit (hct) greater than 35%, or a potassium (k+) level below 3.0. We continually run our neonatal extracorporeal membrane oxygenation (ECMO) cases with hcts as high as 45%. With it not reading above 35%, patients are accidently getting transfusions because the bedside staff is looking to the bpm to guide them. Then we get patients with hcts above 50% on accident. Likewise it is common on these patients to have low k+ levels but with the bpm not reading below 3, they are not treating it when they should. The device was not changed out, as the customer used the unit as is for ECMO. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 29-mar-2016: the manufacturer sales representative reported this customer was not aware of software changes that had been made to the bpms in 2015. Operating range changes were made to some parameters in order to meet published accuracy claims. According to the perfusionist (ccp), she was unaware of changes to the operating ranges for hct and k+ (as compared to previous software version). The ccp noticed that during in-vivo calibrations, she and her team have not been able to adjust the hct above 38% or k+ below 3 mmol/l. The ccp mentioned that some patients have received transfusions due to the unknown software change and some patients were not administered potassium chloride (kcl) when the actual k+ was less than the new operating range of 3.0 mmol/l. Manufacturer clinical services (cs) sent the ccp an email that details the software changes that were detailed in a recall in 2015. Cs also reminded the ccp that bpm measures should not be directly used to gauge patient therapy. Values should be confirmed with independent laboratory analysis prior to treatment. Cases have been completed successfully, without delay and without associated blood loss. No harm has been reported.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.